Event description:
Keravision cornea ring segments were implanted in one of the complainaint's eyes to correct nearsightedness. The result was on overcorrection and farsightedness. The complainant believes that the surgery was done correctly because keravision reps were there during surgery. Rptr believes that the device is the cause of new problems. Vision in the eye was changed from -1.75 index (for nearsightedness) to +.5 for farsightedness. Now has to wear glasses for farsightedness in the eye. The complainant's physician has not, however, identified anything specifically wrong with the device. The device was approved during april.